Event description:
It was reported that during a lap gastric bypass procedure, the device was used with a blue load and the staple line looked good. The surgeon checked for leaks and none were found. Post op the drain was showing blood. The surgeon performed an operative laparoscopy where he found a bleeder on the staple line. The surgeon sutured laparoscopically to control the bleeding. A blood transfusion was also required. The patient is currently doing fine. The device was discarded.

Manufacturer narrative:
Date sent: 12/01/2008. Information is unavailable; device was not returned for evaluation.